Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. The tap was returned to the manufacturer for analysis. Analysis found that the tap is clogged at the tip with bony material. Tip is in otherwise good condition. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation system. It was reported that a 5.5 millimeters tap was clogged. This issue was discovered when the tap was returned to manufacturer. There was no patient present when this issue was identified.